Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to be deployed; however, all bands released at the same time. Reportedly, the physician withdrew the scope, and the procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 04, 2019. There was no difficulty in setting up the device.

Manufacturer narrative:
Problem code 1484 for the reportable issue of bands prematurely deployed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to be deployed; however, all bands released at the same time. Reportedly, the physician withdrew the scope, and the procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.